Manufacturer narrative:
(B)(4). Eval summary: the analysis site per the mammotome service manual performed service tests, and found the dc motor adapters were cracked which caused until to have green cable error intermittently, confirming customer complaint. Also found that the vso was causing unit to have inadequate vacuum regulation, bent u-handle caused the lcd to not stay upright, and a broken tab on the main housing caused display assy to rotate 360", as per customer complaint: "the rear rotation knob needed to be in either the 3 o'clock or 9 o'clock position for the probe to be attached to the st holster" is related to the st holster failure. To correct the customer's complaint the analysis site replaced the dc motor adapters and compression coupling to complete dc motor adapter replacement. Replaced the vso, u-handle and main housing. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors.

Event description:
The event was reported that the rear rotation knob needed to be in either the 3 o'clock or 9 o'clock position for the probe to be attached to the st holster. Once attached, the control module gave a green cable error during initialization. The customer powered off the unit, checked the cabling, and noticed both green and blue dc motor adapters have cracks in them. The customer also made sure the cabling wasn't cracked, reseated the cabling, attempted to initialize the probe and received the same green cable errors. The customer continued to attempt to initialize the probe and finally managed to pass initialization, perform the sampling, with some green cable errors and completed the case with no pt consequence.